Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Depuy14-25. Following a debris disease due to usury the patient was subjected to re.-intervention. Asr revision recommended, asr xl - right. Reason(s) for revision: since the disease by wear debris has certain prosthetic and implant failure due to defect in the product. Update 31 oct 2014 - (B)(4), date of revision - (B)(6) 2012, filled in all expiry dates. Update: 5 june 2015. Added stem and sleeve details, no lot numbers provided. Updated revision surgeon's name. The name originally cited was actually a street address. Taken from update from erp 5 june 2015 (pd 5 june 2015). Update 10 july 2015: added lot numbers, manufacture and expiry dates for stem and sleeve, updated reasons for revision to include pain and osteolysis, updated file handler details, taken from scf 6 july 2015 and claimsuite update 6 july 2010(pd 10 july 2015) update alert date 21st june 2016. Added additional reason for revision and attached legal letter. Taken from legal letter dated 21st june 2016. Additional reason for revision: necrosis. Update ad 28 oct 2019. (B)(4) has been reopened under (B)(4) due to receipt of (B)(6) claim letter and email notification from (B)(6). English translation is still pending. Once english translation is received, the complaint may be updated accordingly. Email from (B)(6) indicates that there has been an active litigation culminating in a judgment which finds the asr product(s) to be defective but neither depuy, nor j&j medical were involved in this action. (B)(6) is requesting depuy's local italian counsel for a copy of the judgment. Doi: (B)(6) 2004 - dor: (B)(6) 2012 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.